Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6) on 10-feb-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 as contraceptive. Since essure insertion, the consumer presented metrorrhagias, proliferative endometrium, and cephalea. Essure was removed on (B)(6) 2016 and since that time she has been recovered. All the events were considered as related to essure by the consumer. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had metrorrhagias since essure (fallopian tube occlusion insert) insertion. The device was removed (approximately 6 months after its placement) and she recovered from the event. The reported event is listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, limited information was provided. Nevertheless, considering event's nature, its positive temporal relationship with essure therapy and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up received on 21-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-apr-2016 for the following meddra preferred term: metrorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had metrorrhagias since essure (fallopian tube occlusion insert) insertion. The device was removed (approximately 6 months after its placement) and she recovered from the event. The reported event is listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, limited information was provided. Nevertheless, considering event's nature, its positive temporal relationship with essure therapy and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on the available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).